Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and dislodged at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 300 mg/dl. The patient reported being unsure if the cannula was properly seated and pod's cannula was found to be dislodged. It was also reported that the pod was leaking insulin. As treatment, the patient administered manual injections of insulin and applied a new pod.